Event description:
The patient reported the display of the infusion device is damaged. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation. The infusion device was evaluated. The legibility is restricted due to an interrupt of the heat-seal connection. The display window is scratched. This can be caused by a hard mechanical influence. This might lead to the misinterpretation of insulin amounts.